Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the suture was not attached to the stent when nurse opened the package.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "incorrect operation". As no patient involvement was reported the device was not used on a patient, though it is intended for treatment purposes. It is unknown if the device had met relevant specifications or contributed to the reported event. No manufacturing issues or non-conformances were noted that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suture was not attached to the stent when nurse opened the package.